Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: we¿re seeing IV backflow issues with the bd primary tubing similar to the problems last year.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV backflow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.